Event description:
It was reported by that patient that she underwent an obturator sling procedure on (B)(6) 2008. Early on, the patient experienced discomfort with intercourse and thought that she could feel some mesh in the floor of the vagina. The physician did not see any problems, but prescribed hormone creams for the patient. The patient experienced repeated urinary tract infections and started having some bleeding last year. The physician could not find anything wrong and had the patient return every two weeks for a check. The patient was told to continue with the cream. The patient was treated for a urinary tract infection for three months by a different physician with no luck and was sent to a urologist. The urologist did a cystoscope and it was noted that on the right side of the bladder, the mesh had cut through the patient's bladder and attached itself to the lining. The patient was prescribed a cream to use for six weeks to get the tissue healthy, prior to having surgery. The physicians thought that they could feel some of the mesh bunched up which was causing the pain.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01526. The same patient is represented in each medwatch. This medwatch report is in response to receipt of maude event report (B)(4).